Manufacturer narrative:
The unit was returned for evaluation on 30-jun-2026. The unit came in for system hot. The complaint was confirmed with the data log indicate system warm possibly blocked vent and burned j14 in the mother board damaged power input. Mother board burned due to the overcurrent, low voltage event. Power lnput damaged due to wear & tear on gold pads. Blocked feed port assembly due to muffler filled with dust. Scratch uip and top housing is probably rough cleaning.

Event description:
It was reported that the patient's unit had a system hot message and they did not have oxygen while they were in a car. As a result, the patient was hospitalized. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.